Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012401609 was returned and analyzed. The catheter was received with the guidewire lumen fully extended. No anomalies were identified during external visual inspection of the array, guide wire lumen, shaft, and handle segments. The guidewire was received threaded into the catheter and extended beyond the tip about six inches. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170 degrees (°) rotation in both directions. Resistance was encountered during removal attempts and pulling the guidewire from the catheter tip side helped it be removed.the guidewire was damaged at approximately two inches from the tip. The guidewire was kinked at approximately 22 inches from the tip. High magnification optical inspection of the catheter tip and guide wire showed blood debris. High magnification optical inspection showed coagulated blood on the guide wire and the guidewire was partially dislodged from the tip. Prior to the guidewire insertion, the guidewire lumen of the catheter was flushed using a decontamination solution. Pv-tracker test guidewire was inserted, multiple times, proximally through the luer and threaded along the guidewire lumen of the catheter. The guidewire was extended beyond the tip and retracted without any issues. Data from the catheter identification chip confirmed the catheter was programmed for clinical use, with the lot and serial numbers matching those indicated on the cover. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries passed. In conclusion, the clinical issue (thrombosis) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The catheter failed return inspection due to the guidewire was damaged and kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown, product type: guide wire; product ID 10fcc13, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the post mapping portion of a completed pulsed field ablation procedure, the guide wire could be pushed but it could not be pulled. The catheter and guide wire were removed from the sheath and the kink was observed on the guide wire tip. Thrombosis was suspected. The suspected thrombus and blood were aspirated from the left atrium with a syringe and the blood was placed on gauze for observation. A fine, thrombus-like object was observed on the gauze. The mapping was completed. No further patient complications have been reported as a result of this event.